Manufacturer narrative:
Correction to previously reported date. Month and day have been inverted in error.

Event description:
It was reported that patient underwent right hip revision surgery due to pain and discomfort from the failure of the implant, clicking and clunking sensations, elevated cobalt and chromium levels , and MRI scans reveling fluid filled tracks consistent with pseudotumor. Per report, during surgery the surgeon found attenuated tissues at the superolateral aspect of the hip consistent with pseudotumor.